Event description:
The customer alleged the audio alarm did not function. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the audio alarm (constant) assembly and the power switch as a precautionary measure. The unit passed extended self testing. It is not verified that the audio alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.